Event description:
Bd veritor plus analyzer treatment under emergency use authorization (eua): false positive covid 19 results on 3 different specimens (1 resident, (B)(6) 2020 and 2 staff, (B)(6) 2020 and (B)(6) 2020) obtained during routine outbreak testing. Specimens obtained on all 3 for pcr molecular testing immediately after positive results from the antigen poc veritor obtained. All three people were asymtomatic w/ neg pcr results. Controls were run on the bd veritor after each false positive. On (B)(6) 2020, routine controls were noted to be "invalid", so no other tests were performed using this device. Spoke w/(B)(6) on (B)(6) 2020 at becton, dickinson, and co. To report this issue. She stated that it is expected to run 2 false results for every 100 tests performed and since we have run over 300 tests, that there is no alarm w/ the false results. Explained that we have not used the analyzer since the controls reported invalid results and stated that she would file report w/ their it depart. She instructed me to call our supplier for a new analyzer. FDA safety report ID # (B)(4).